Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2006 and the mesh was implanted. It was also reported that the mesh has caused problems since the first day of implant and did not do the job for urinary stress incontinence. The patient experienced constant repetitive bladder infections, urgency and frequency and was taken antibiotics. As reported, sex has been out of the question due to the constant irritation of urethra and bladder. Additional information has been requested.